Manufacturer narrative:
The device passed functional testing to include, prime test, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. There was a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during visual inspection. There were no excessive no delivery alarms noted during testing. The noisy motor was noted during testing due to faulty motor.

Event description:
The customer reported via phone call that their insulin pump is making popping noises and gives a no delivery alarm. The customer's blood glucose level is reported to be 330mg/dl. The customer states they have changed their sets multiple times. Troubleshoot was conducted and the no delivery alarms were resolved with a set change. The device is being returned and replaced because of the strange motor sounds.